Event description:
Dr. Called to inform edap that one of the physicians treating at the site just had a pt present with stool in catheter, approx. 3 weeks after a prostatron, 30 min transurethral microwave thermotherapy treatment. Pt was an elderly pt who had multiple conditions. Dr said that he would fax treatment profile and find out more about the case.